Event description:
Additional information was received from the patient. Patient was still having the same symptoms, they have been in touch with their healthcare provider(hcp), they have done adjustments and decreased the stimulation and the symptoms continue. Patient was redirected to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they called back because they still didn't have symptom relief. Agent guided to discuss with healthcare provider(hcp).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that, they were able to reach the bathroom on time. However, following a subsequent surgery on (B)(6), where one ins was removed and replaced on the opposite side of their body, they have been experiencing accidents and unable to reach the bathroom in time. The patient explained that the second procedure was necessary because the incision on the left side wasn't healing properly, prompting the move to the other side. When asked if they were feeling the stimulation, the patient said no, and they did not have their equipment with them during the call. The patient has been advised to follow up with their healthcare provider to address these issues. They already have a follow-up appointment scheduled for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the left side not healing was determined to be from the battery turning inside of body. On the (B)(6) they did the temporary and everything went very well, pt had more relief than they had in years since it worked they had the 2nd surgery and the ins was implanted on the left side of their body they went home to bed but at night they saw blood on the sheets the bandage was full of blood and was turning dark red so pt called that night and went the next day and pt saw the health care provider (hcp) who told the pt it looks like incision is not closing they put steri strips on it but friday kept bleeding went to regular hcp on following monday on the 17th and asked the hcp to look and the hcp said it looks like it is trying to open up. Hcp will see about another bandage. Pt went in the next day on the18th and hcp said it looks like it's not closing and got into hospital on 21st. When pt woke up they were told there was no infection they had ta ken it out of the left moved it to the right side and may be put it in a little bit deeper. Pt said since then they've had no problems can feel it move around but they did not have any terrible bleeding. Saw hcp on the 25th hcp said looks really good. To resolve the issue patient (pt) said it was removed from left and implanted in right side. No issues with moving, no issues with not healing no issues with not coming together.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said that they would need to increase the stimulation of their ins. The agent offered to assist the patient to increase the stimulation of their ins, but the patient said that they preferred to be assisted by an mdt rep. The patient said that the mdt rep has a history because the patient had complications. The patient said that when they came out of surgery, they were able to go off the table and walk to the bathroom and void into the toilet. The patient added that the therapy was doing very well during the trial. The patient said that they had complications because the battery flipped. So what their hcp did was they implanted the ins in the patient. The patient said that after an implant, their therapy never worked the same way. The patient explained that when they have to go to the bathroom, they run back out of them all over again. The patient also mentioned that the incision never closed the way it should because of the battery. The patient went to the doctor's office the day after the surgery, and they said that the incision looked like it was not closing, so they put steri-strips in it. The patient then went to their regular medical doctor the following monday, and the doctor said the incision didn't look like it was closing up. The patient called the healthcare provider's office back, and the hcp had the patient come in the next day, and they determined that the battery had flipped in the patient's body, and they were not sure if they could have had any type of infection because it was not closing. The doctor was able to channel the battery from the left side over to the right, but it has just never worked right since. The patient mentioned that they had a separate ac adapter for the handset and another one for the communicator before they went to another surgery to replace the ins. The patient mentioned that now they only have one. The agent reviewed information about the pa9101, that they can charge the external devices one at a time. The patient was adamant about having a separate ac adapter for the handset and communicator so that they can charge it at the same time. The patient called back to report ongoing issues with urinary incontinence since surgery on (B)(6) 2025. Patient wondering about how/when to make therapy adjustments. She was told by their hcp that they should try to keep the amplitude less than 2.0 ma so as not to shorten the battery life. There was some uncertainty around whether or not she needed to contact the hcp/mdt rep before making therapy adjustments. The agent sent an email requesting they contact the patient to discuss this information. Agent also included in the email that it was possible that (B)(6) may need to have her handset reprogrammed. They had the insterstim system implanted on (B)(6) 2025, but, per patient, had a new battery put in on the opposite side on (B)(6) 2025 because the other battery flipped in the pocket, causing the incision to be unable to heal properly. There was a concern for infection with leaving the original battery. The agent suggested the patient check her handset for an updated serial number, but they still had the serial number for the original battery listed. The agent requested the rep confirm whether the battery was actually replaced and, if so, assist with updating the programming. (B)(6) initially had great symptom management with the original surgery but says she's had a full return of symptoms since getting the replacement battery. The agent reviewed therapy expectations with her. They were a little overwhelmed during the call, but all of her questions were answered to her satisfaction. The patient mentioned that they had a separate ac adapter for the handset and another one for the communicator before they went to another surgery to replace the ins. The patient mentioned that now they only have one. The agent reviewed information about the pa9101, that they can charge the external devices one at a time. The patient was adamant about having a separate ac adapter for the handset and communicator so that they could charge them at the same time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the left side not healing was determined to be from the battery turning inside of body. On the (B)(6) they did the temporary and everything went very well, pt had more relief than they had in years since it worked they had the 2nd surgery and the ins was implanted on the left side of their body they went home to bed but at night they saw blood on the sheets the bandage was full of blood and was turning dark red so pt called that night and went the next day and pt sawthe health care provider (hcp) who told the pt it looks like incision is not closing they put steri strips on it but friday kept bleeding went to regular hcp on following monday on the 17th and asked the hcp to look and the hcp said it looks like it is trying to open up. Hcp will see about another bandage. Pt went in the next day on the18th and hcp said it looks like it's not closing and got into hospital on 21st. Whenpt woke up they were told there was no infection they had ta ken it out of the left moved it to the right side and may be put it in a little bit deeper. Pt said since then they've had no problems can feel it move around but they did not have any terrible bleeding. Saw hcp on the 25th hcp said looks really good. To resolve the issue patient (pt) said it was removed from left and implanted in right side. No issues with moving, no issues with not healing no issues with not coming together. 2025-dec-08 (B)(6) (con): additional information was received from the patient. The patient reported that the bladder device was not working at all, and that during the trial period it worked well. Then after the surgery on (B)(6), it was still working, but the implant site would not close, and the next morning, there was a lot blood on the implant site. The patient stated that they had them come back in on (B)(6) and put sterile strips on it. They had a follow up with the hcp on 17th of february, and they put a new sterile strip on it. The patient went back in on the 18th and was told that they had to do a revision. On the 21st, they took the old implanted battery out, and they moved it to the other side of their buttocks. They were told that there were no infections of any kind, but ever since it had moved to the right hand side it had never worked the same way. The patient stated that the ins was too close to the skin. They had a revision to put it in a deeper pocket, but ever since then, it hadn't worked right. They had changed programs, but they couldn't go to the bathroom. The patient reported that they had changed programs numerous times, but they were still urinating on themselves. The patient also reported that when they were on the bed or sitting down and they had to void, the moment they stood up, the urine just leaked. The agent walked the patient through making a therapy adjustment, and as they connected to the ins, they mentioned that they could put their hand on the implant bulging out on their hip, could move it up and down, and that it moved around. The patient was eventually able to connect to the ins, and increased the stimulation from 0.8 to 1.5 at program 1. The patient mentioned that they didn't have an appointment with the hcp until the (B)(6). The agent directed the patient to monitor their symptoms and redirected to the hcp to further address the issue.